Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer returned patient samples for investigation. An investigation into the effects for freezing the samples was carried out. It was determined that freezing had no effect on the anti-thsr, ft3, or ft4 results. The results for both the frozen and non-frozen sample were nearly identical. The samples were investigated for a possible interference. The presence of an interfering factor to streptavidin was detected. This interference is covered in the product labeling.

Event description:
The customer alleged they received questionable free thyroxine (ft4) and antibodies to tsh receptor (atshr) results for one patient on their e601 analyzer. The patient's initial ft4 result was 3.27 ng/dl. After freezing and thawing the sample, the repeat result was 2.21 ng/dl. Information on when this event occurred and whether either result was reported outside the laboratory was requested but not provided. Information on whether the results were used for diagnostic purposes was requested but not provide. On (B)(6) 2013, the patient had another sample drawn and tested for atshr. The initial atshr result was 18.95 iu/l and it was reported outside the laboratory. On (B)(6) 2013, the sample was repeated using an irma method and the result was <1.0 iu/l. There were no adverse events. The ft4 and atshr reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The customer returned patient samples for investigation. An investigation into the effects for freezing the samples was carried out. It was determined that freezing had no effect on the anti-thsr, ft3, or ft4 results. The results for both the frozen and non-frozen sample were nearly identical. The samples were investigated for a possible interference. The presence of an interfering factor to streptavidin was detected. This interference is covered in the product labeling.